Event description:
A medtronic representative reported that, while in a navigated spine procedure utilizing o-arm 1000 imaging, the site received a message: "termination of 3d spin." The site attempted twice to use the 3d scan with the same result. The imaging system was able to fully rotate within 2d mode and took 2d anterior posterior (ap) and lateral images without issue. In trouble-shooting, a medtronic representative recommended the site re-start both the imaging system and the navigation system and use the foot switch instead of the hand switch to take the 3d spin. The surgeon opted, instead of trouble-shooting, to discontinue the use of the navigation system and the imaging system to complete the procedure. A medtronic representative, following-up with the surgeon, later reported that a second surgery was required to revise a screw that was misplaced during the initial surgery.

Manufacturer narrative:
On (B)(4) 2014, a medtronic representative reported testing the o-arm system and found there was a clicking during the 3d spins and was not able to complete a full spin. The rattling around, or clicking, was a piece of loose metal inside the o-arm gantry. Per the medtronic representative, following-up at the site, both radiographic technologists (rt) in this surgery reported letting off the 3d exposure button early. Replacing the gantry cable on the system resolved the issue. Suspect component not returned to manufacturer for analysis. System is now fully functional after repairs.

Manufacturer narrative:
A software investigation was completed and determined that the reported event was related to a software issue. A review of the mobile view station (mvs) logs showed the user initiated a 3d scan at 16:12:22. The mvs application successfully started to receive frames from the o-arm. At 16:12:38, the mvs application stopped receiving frames. According to the logs, the mvs application only recorded 137 projections when there should have been 391 projections recorded. A review of the image acquisition system (ias) logs showed, the motion controller firmware generated an error, 620.848. This error caused the o-arm to stop the 3d scan. At 16:13:00, the application displayed the following message to the user: "early termination of the 3d scan has occurred." At 16:13:48, the user made another attempt to perform a 3d scan. Again, the motion controller threw the error code 620.848 at 16:14:03. This error message was immediately followed by the following message: "3d scan routine on controller has ended." This issue was documented in a medtronic navigation software anomaly tracking database.